Event description:
It was reported that during an unk procedure, the staples were malformed at the first firing when the device was used around the uterine ligament. The doctor commented that it was hard to grasp the closing lever. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 11/21/2008. Info anticipated, but unavailable at this time.